Event description:
Hosp reported that during a diagnostic procedure utilizing a .035" guidewire, a 5f diagnostic catheter, and a boston scientific y-adaptor, saline leakage from the touhy-borst hub of the y-adaptor, with the guidewire in place, reduced the flow rate of saline into the catheter and allowed for clotting. The pt had a minor stroke (pt presented with facial numbness which resolved itself). The devices used during the procedure were discarded by the hosp. All unused devices will returned to boston scientific.